Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account for further investigation. (B)(4).

Event description:
In a journal article, the investigators reported that three years after intraocular lens (iol) implant surgery, five (5) eyes presented with iol decentration.